Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown rejuvenate modular neck right hip. Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
An event regarding altr involving an unknown rejuvenate modular device was reported. The event was confirmed. A search of the super and chs complaint databases could not be performed as the reported device was not properly identified. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall.

Event description:
The patient is scheduled for revision surgery following a diagnosis of altr. The patient is noted to be asymptomatic. The following measurements were recorded at 42 months since index surgery: cobalt - 8.8; chromium - 2.9. Infection was not diagnosed.

Event description:
The patient is scheduled for revision surgery following a diagnosis of altr. The patient is noted to be asymptomatic. The following measurements were recorded at 42 months since index surgery: cobalt - 8.8; chromium - 2.9. Infection was not diagnosed.